Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dissection tip on the vaso view hemopro was foggy. They went through five kits before finding one that was not foggy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).